Event description:
Revision of asr. Alval after revised resurfacing failure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A lot specific complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records did not identify any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: the complaint, originally (B)(4), was re-opened upon receiving further information from kennedys which was: update ad 10 jan 2018: additional information received. Added details for corail stem, updated product details of the liner, doi, dor and patient's demographics. Corrected patient's name. No products or patient records were ever returned. A complaint search of the head and cup were conducted, the results of which were documented in (B)(4). This investigation is only reviewing the new information that has since been provided. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.